Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21025460; d.4. Medical device expiration date: 2/5/2024; h.4. Device manufacture date: 2/4/2021. D.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown. H.6. Investigation: four photos and four primary sets, model 2420-0007, was received by the customer for investigation. Two sets were used (lot unknown) and two sets were unused from lot # 21025460. One of the used sets was attached to a 250 ml bag of norepinephrine while the other was attached to a 250 ml bag of phenylephrine. Upon visual inspection of the two used sets, it could be observed that the set's male luer was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing separated from the connection piece at the end of the tube on 2 of the tubings was verified. The separation defect could not be replicated with the two unused sets. A device history record review for model 2420-0007 lot number 21025460 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2420-0007; batch/ lot #: unknown (possibly 21025460). It was reported that the tubing separated from the connection piece at the end of the tubing. I am the nurse educator for critical care and today one of my nurses called me to report some of the bd alaris pump infusion sets used on a patient in the ICU were defective. At the very end of the tubing there is a connection device that attaches to the patient¿s IV site. The tubing actually separated from the connection piece at the end of the tube on 2 of the tubing's. I do have the defective tubing in my office. The tubing actually was attached to the patient during surgery in the or. I did go to the or and spoke to the anesthesia providers who would have primed and hung the ivs. I asked them to get me some tubing out of there storage area. The lot number on the tubing (10) 21025460. I tried to see if the tubing would separate at the same place on 2 different sets and could not replicate the defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown (possibly 21025460). It was reported that the tubing separated from the connection piece at the end of the tubing. Verbatim: I am the nurse educator for critical care and today one of my nurses called me to report some of the bd alaris pump infusion sets used on a patient in the ICU were defective. At the very end of the tubing there is a connection device that attaches to the patient¿s IV site. The tubing actually separated from the connection piece at the end of the tube on 2 of the tubing's. I do have the defective tubing in my office. The tubing actually was attached to the patient during surgery in the operating room. I did go to the operating room and spoke to the anesthesia providers who would have primed and hung the ivs. I asked them to get me some tubing out of there storage area. The lot number on the tubing (10) 21025460. I tried to see if the tubing would separate at the same place on 2 different sets and could not replicate the defect.